Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se with a 7fr sheath, after an interventional procedure. Reportedly, the thumb advancer could not be advanced to split the sheath completely. In accordance with the instructions for use, the safety release mechanism was used to successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, sheath selection. Per the instructions for use, under indications for use: the starclose vascular closure system is indicated for the percutaneous delivery of suture for closing the common femoral artery access sites while reducing times to hemostasis and ambulation in patients who have undergone interventional endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. Evaluation summary: the device was returned for evaluation. The reported failure to deploy thumb advancer was confirmed. The cause of the incident was related to the operational context at the time of device use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Instruction for use (IFU) under indications for use the IFU states the starclose device is indicated procedures utilizing a 5f and 6f procedural sheath.